Event description:
The company was informed that a year prior to any issues, the pt had suffered an impact at her implant site. The pt reportedly experiences intermittencies followed by loss of lock with her right implant. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Surgery to explant the pt's device will be scheduled.